Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and a drain was implanted. During the procedure, the drain was broken outside the patient by pulling when placing it during closing. The procedure was completed with a like device. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The drain could have been damaged during use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.